Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken occluder feet beneath the twist clamp was observed causing the twist clamp to separate from the main body. The reported condition was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products date: the event occurred on an unspecified date of (B)(6) 2022, further described as "two weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist clamp (sleeve) of the twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The minicap never came off, so no antibiotics were given. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.